Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while she filled the tubing. Changing the reservoir resolved the issue. Insulin exited after changing the reservoir. Customer's blood glucose level was 130 mg/dl. The device was not returned.

Manufacturer narrative:
A complete analysis and testing of tone opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.